Event description:
It was started that a 4.5 cm catheter balloon deflated during a thermatrx 3000 treatment. The treatment was terminated due to the catheter balloon deflation. It was stated that there was no injury to the pt.